Event description:
The customer contact reported a disconnection. The male adapter of an unspecified power injector tubing set was connected to the removable clave port of the extension set. The extension set was being used to deliver 10ml of optiray 300 ioversol injection 64%, at a rate of 2ml/sec, via an invision power injector. It was reported that after the delivery was started, a leak of solution was noted. At this time, it was noted that the removable clave port had disconnected from the luer lock female adapter of the extension set. The extension set was replaced and the procedure was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. Product labeling for this device states, "remove caps when required and secure connections." This report represents all the info known by the reporter upon query by hospira personnel.